Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer performed a mechanical check and found foam in the cuvette. He adjusted the water overflow rinse levels in the reaction cell. He checked the cell blank photometer and performed a precision check and qc with results within range. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. For creatinine: example 1 initial result was 66 ¿mol/l and the repeat result was 90 ¿mol/l. Example 2 initial result was 52 ¿mol/l and the repeat result was 83 ¿mol/l. For calcium: example 3 initial run 1.21 mmol/l, repetition 2.49 mmol/l. Example 4 initial run 1.481 mmol/l, repetition 2.4 mmol/l.